Event description:
It was reported that 10 sharps coll 2gal pearl were received with the incorrect lids. The defect was noticed before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "ok, so I opened up another box of sharps containers today with the wrong lids."

Manufacturer narrative:
Investigation summary: the actual product was returned, and photo representation was provided. A review of the DHR showed there were no issues reported like incorrect lids during the manufacturing process. A review of the nonconformance material reports was performed and the result showed there were no issues reported for the same part number throughout the last twelve months. According to the evidence provided, the issue seems to be related to an incorrect subassembly (box of lids) supplied, which is a manufacturing issue. In conclusion, a corrective action was not determined necessary at this time because of the low probability and the root cause was unconfirmed, but a quality alert has been posted within the manufacturing process for this issue. The issue will continue to be evaluated and monitored by bd for any trends.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 sharps coll 2gal pearl were received with the incorrect lids. The defect was noticed before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "ok, so I opened up another box of sharps containers today with the wrong lids."